Event description:
It was reported that this right ventricular (rv) lead with this pacemaker exhibited noisy signals and oversensing on the presenting strip. No pacing was inhibited. Technical services (ts) recommended testing the leads in clinic. This pacemaker and rv lead remain in service. No adverse patient effects were reported.